Manufacturer narrative:
Service provider reports they had performed service on the front suspension of this 3 year old unit to where they replaced bearings and friction brake kit. Dealer received a report 6 months later alleging one of the forks had fallen off of the chair. Dealer reports having reinstalled the fork and installed a new friction brake kit. One week after service, the dealer received call from end-user reporting the fork had fallen off again. Reports received are there were no reported injuries as a result of this repeat issue. Unit was inspected by service provider with area permobil representative. Inspection of unit shown the friction brake assembly having been installed incorrectly from the previous service. With the friction brake being installed incorrectly, this allowed the retaining hardware to loosen allowing the fork to detach from where it attaches to the chassis. Service provider was notified of the improper maintenance practices and a review of the provided installation instructions was completed by area permobil representative. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that caster fork assembly continues to fall off of chair. Service provider reported that they had serviced the unit by replacing bearings. Two months later, dealer received report of caster fork falling off. Dealer reports repairing the chair again and one week later, end-user reported the fork had fallen off again. No injuries are reported to have occured as a result of this reported incident.